Event description:
The hcp reported that the physician noted a volume discrepancy. The hcp performed surgery to determine if the pump was flipped as he was unable to access the catheter access port and the pt was experiencing a decrease in efficacy. The pump was not flipped. He performed a catheter dye study which was "normal". The hcp aspirated 16 ccs from the pump; the estimated reservoir volume was 8.7 ccs. The hcp has scheduled a refill for 2005 and if "no improvement" he may perform a rotor study or replace the pump.